Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette became clogged during preparation. The liquid partially flowed back along the hose, and the cassettes, including their contents (midazolam and morphine). The event occurred during the preparation phase. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one photo was attached to the complaint. In this photo, a cassette is shown; a liquid is observed in the housing, out of the medication bag. Two (2) samples were received. Sample consists of cassettes from the reported part and lot number. The samples were received in not used conditions decontaminated, with their original packaging and inside in a plastic bag. Functional testing: the sample was filled with 100 ml of colored water using a syringe to detect any occlusion or leak. Results: no leak or occlusion was detected in the samples received. The cassettes were tested to detect if there is a problem with error codes, etc. With the pump. Results: no error codes were detected in the samples received. The complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.